Event description:
It was reported that the pulse generator reached elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi mode and end of life indicator was confirmed. The cause of high current drain and loss of output was found to be damaged integrated chip due to external defibrillation.